Event description:
Pt was implanted with a st jude biv ICD in 2009. After he rec'd a shock, the device was interrogated and no egms were available. The rep downloaded everything and sent to tech services who then called and said the device was performing multiple resets, and that was preventing the egms from being retrievable. He underwent generator replacement at approx six weeks later.